Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an "oily ring" was found at the top of the bd syringe luer-lok¿ tip when the plunger was removed.

Manufacturer narrative:
Investigation summary: one loose 10ml syringe with needle attached was received and evaluated. The syringe appeared to be unused with plunger in the bottom out position. The syringe was observed to have a small amount of silicone on the stopper and the roof of the barrel. It was a normal and expected amount of silicone for this product per product specification. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that an "oily ring" was found at the top of the bd syringe luer-lok¿ tip when the plunger was removed.